Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014 while at a nursing home. The lifevest detected ventricular fibrillation (vf) at 04:41:55. A treatment was delivered in response to vf at 04;42:09. The post-shock rhythm was cf. Lifevest detection stopped at 04:42:15. Review of the patient's flags reveal that the lifevest device may have shutdown following the treatment as a result of a low battery. The patient passed away later that day.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. As received, the monitor and the electrode belt were both fully functional and able to detect and treat. Battery sn (B)(4) has not been returned for evaluation. Review of the patient's flags show that the battery was operating properly, lasting at least 36 hours, during its prior use. Device manufacture date: monitor (B)(4)- (B)(4) 2014. Electrode belt(B)(4)-(B)(4) 2011. Result - battery has not been returned for evaluation. Conclusion - no conclusions can be drawn at this time.